Manufacturer narrative:
(B)(4).

Event description:
It was reported via an ECG transmission that the patient's pacemaker exhibited pauses in pacing. Investigation of the rhythm indicated possible oversensing. It was advised to have the patient present to the clinic for further evaluation. No patient symptoms were reported.